Manufacturer narrative:
Further information requested, but not yet available.

Event description:
Related manufacturer report number: 2017865-2022-15992. It was reported that the right ventricular and right atrial leads exhibited insulation breach. Both leads were explanted. The patient was stable and asymptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of insulation breached, and intermittent capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x ray examination found damage consistent with procedural damage. Due to procedural damage the lead failed the hi-pot test. All damage found is consistent with procedural damage.

Event description:
New information notes that both leads exhibited intermittent capture. Diagnostic imaging confirmed insulation breach.